Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided for the device. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was falsely alarming down occlusion. They also stated that the pump "said 0 ml was infusing even though medication was being infused". Based on the information provided, it was unclear if the pump was over infusing or not. Mmdg followed up with the initial reporter and no adverse effects to the patients were reported, but no other information was provided. (B)(4).